Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/29/2015 with the following findings: the keypad was found to be intact; no damage was observed. The complaint of the up arrow button¿s under-response was not duplicated during testing. All of the keypad buttons were found to respond appropriately. The keypad was removed and no evidence of contamination was found under the button contacts. Unrelated to the complaint, the display lens was found to be cracked and the display screen was dim, fading and discolored. Also unrelated to the complaint, investigation revealed a crack the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump was not available to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The customer called back with additional information as follows: the reporter stated that the up keypad button was intermittently unresponsive and denied damage to the keypad and moisture or corrosion in the pump. It was confirmed that there was no adverse event associated with this complaint and the customer had refused to return the pump to animas. No additional information was provided.

Event description:
On (B)(6) 2014, it was reported to animas that unspecified keypad buttons were unresponsive. No additional information was available. There was no adverse event associated with this complaint. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.